Event description:
It was reported that this right ventricular (rv) lead exhibited a remote monitoring alert for a high out-of-range pace impedance measurement. The cause is unknown at this time. There were no recorded episodes or other out of range values observed and the presenting electrogram showed good rv pacing. Boston scientific technical services provided guidance to perform troubleshooting on this lead to see if the out of range value can be recreated. The healthcare provider indicated the patient is noncompliant so they will continue to monitor them using the remote monitoring system. The lead remains in-service. No patient symptoms or adverse patient effects were reported.